Manufacturer narrative:
Additional information was received that the patient had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician was unsure if the ipg will be revised. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Only product problem should be checked. Required intervention should have been unchecked. Should have been; (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead correction to the f/u #1 MDR in field. Should have been; additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the physician verified that the patient had some lead migration.

Event description:
A report was received that a patient's lead had high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.